Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure, a component of the control keypad on the harmonyair a-series surgical lighting system detached and fell into the sterile field. The user facility personnel re-established the sterile field resulting in a procedure delay. No report of injury.